Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the 5-1 and 5-2 all cubies off bus. A field service engineer inspected and reseated all cables to resolved this issue. Field service engineer stated that the customer able to get medication from other station. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 5.1 and 5.2 was not detected on bus. The customer stated that the malfunction occurred when user trying to remove medication for the patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.